Event description:
It was reported by the dr's office that the dr was reclining a pt in a dental chair when the chair back made a "loud pop noise". The dr continued to use the chair and three weels later the chair back broke while reclining a pt. The chair back fell on the hygienists lap. This event did not occur during a dental procedure but during the reclinig of the pt to an operating position. There were no injuries reported.